Manufacturer narrative:
Investigation results: DHR review for batch 6298899 (p/n 309605) showed the following. Manufacturing dates: 10/24/2016 to 10/26/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6298899 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one loose 10ml assembled syringe was received by bd (B)(4) and reported to be from batch #6298899 (p/n 309605). The sample was visually evaluated. The syringe was found to have black foreign matter located inside the luer collar. The foreign matter (fm) is greater than level 3 in size. The fm appears to be grease from the manufacturing process. Fm the size observed in the sample provided is a rejectable condition at bd (B)(4). Conclusion: based on the sample evaluation bd (B)(4) was able to confirm the customer's indicated failure. The root cause undetermined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray the user complained that a black foreign body was found on the tip of the syringe. There was no report of injury or medical intervention.